Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced arm, chest and abdomen pain the morning after priming the homechoice cassette line three times. It was reported the patient connected after the priming¿s as they did not see any air bubbles. It was reported no alarms were generated. The patient was admitted to the hospital for the events. The patient reported they may have possibly had air in their peritoneum. The patient was discharged the following day as was ¿feeling better¿. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed; however, the most likely cause of the event is possibly due to use error (primed the line three times). Should additional relevant information become available, a supplemental report will be submitted.